Manufacturer narrative:
E1: patient city: heerlen. Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of leakage at site of with multiple infusion set. Blood glucose level was 26.2 mmol/l at the time of event. Infusion set was used for 1 day. No further information was available.